Event description:
It was reported that the radiopaque tip was partially separated from the body of the wire. A 330cm rotawire was selected for use. During the procedure, after the rotawire was removed from the hoop and advanced into the patient, it was noted that the radiopaque tip became separated from the body of the wire. The device was removed from the patient for inspection. It was found that the tip was intact, but was pulled away. No part of the wire was left inside the patient. The full extent of the wire was removed easily. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2019. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device has the distal tip bent and stretched. No additional damages were found. The dimensional inspection of the overall length and the outer diameter (od) of the tip could not be performed due to device condition. The od of middle and proximal section of the device were within specification.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019.

Event description:
It was reported that the radiopaque tip was partially separated from the body of the wire. A 330cm rotawire was selected for use. During the procedure, after the rotawire was removed from the hoop and advanced into the patient, it was noted that the radiopaque tip became separated from the body of the wire. The device was removed from the patient for inspection. It was found that the tip was intact, but was pulled away. No part of the wire was left inside the patient. The full extent of the wire was removed easily. The procedure was completed with a different device. No patient complications were reported.